Event description:
Boston scientific received information that this right ventricular (rv) lead was not succesfully implanted due to intermittent capture. The lead was explanted and replaced without incident however shortly thereafter the patient developed a tamponade and required a pericardialcentisis. The lead will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.